Event description:
New information notes that the dislodge was confirmed via x-ray. The lead did not exhibit any electrical abnormalities. The patient was stable.

Manufacturer narrative:
Additional: b5, b6.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a patient presented with a dislodged atrial lead.